Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed low battery life when the battery was new. Insulin pump alarmed the reservoir was empty when it was full. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement, force sensor and self tests. No unexpected low battery alarm was confirmed in the history file. The units remaining in the quick status screen matched the units in the test reservoir volume. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.